Event description:
Same case as MDR ID: 2134265-2013-02169. It was reported that during a percutaneous transluminal angioplasty a balloon burst occurred. The target lesion being treated was located in the iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was inflated to 6 atmospheres and burst on the first inflation. A second 7.0 x 20, 75cm mustang also ruptured on the first inflation. The devices were retrieved and nothing was left inside the patient. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).